Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 172 mg/dl, 374 mg/dl, and "hi" (> 600 mg/dl) within 8 minutes on the aviva system. No adverse event reported. Requested return of suspect device and replacement was sent.